Event description:
Knee infection, algodystrophy, knee demineralization. Information was received from a consumer who received three intra-articular synvisc injections into an unspecified knee. Subsequent to the last injection administered in early jul-2002, the patient experienced "suppurating gonarthritis", had been hospitalized for one week, and underwent an arthroscopy and lavage to the affected knee. In oct-2002, the patient also reported "algodystrophy" and "demineralization of the knee," both from which they had not yet recovered. The manufacturer's quality assurance department reviewed product release data, including intermediate product, from both the u.s. And canadian facilities. The review did not indicate trends that could be associated to any product complaints.